Event description:
During cardiomems implant procedure, it was reported that the patient's ivc was on the left side. Per physician due to the stiffness of the cardiomems catheter, sensor could not be deployed in the pulmonary artery. The case was aborted. Another implant attempt was made on (B)(6) 23 with an ij approach and implant was successful (xj5n55 there were no adverse consequences to the patient and no intervention was required.

Manufacturer narrative:
The delivery system catheter with tethered sensor was received for evaluation the visual inspection of the length of the catheter showed no abnormalities with the body or hub of the catheter. The returned catheter outer diameter was found to be within specification with a 0.0480 in. Thickness at distal end and 0.0470 in at the proximal end determined by thickness gauge. The visual inspection of the sensor and tethering showed no abnormalities. The sensor showed no gross damage during the visual inspection. The width of the sensor was found to be within specification with widths of 2.28mm, 2.10mm, and 2.04mm determined by thickness gauge. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.